Manufacturer narrative:
1 of 1 device was returned for evaluation. Evaluation of 1 device found chuck wear and lack of maintenance. The device was cleaned of debris and the turbines were replaced. The devices were repaired and returned to the customers.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. This report summarizes one malfunction events where a midwest stylus mini handpiece won't hold burs. There were no injuries in any of the events.